Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the loop catheter was found to be inverted upon removal post-procedure. Additionally, the electrodes slid along the catheter, with exposed wiring viable on one electrode. Prior to removal, there was resistance when attempting to bring the electrodes back into configuration. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012592883 was returned and analyzed. Visual inspection of the catheter showed the spiral array appeared inverted and electrode wire appeared exposed, electrodes e1 to e4 displaced, a kinked pebax tube, electrode wire to electrode detachment and and broken electrode wire on spiral array observed. Mechanical verification of the steering and slide mechanisms showed the slide control function operated as expected without any issues. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the pulseselect generator via a test catheter interface cable, and therapy deliveries were successfully performed. X-ray imaging confirmed electrode wire to electrode detachment. Hipot verification for the integrity of electrode wires insulation revealed intact electrode wires without any detachment or breakage. Electrical continuity test revealed e1,e2, and e3 failed with open loop. In conclusion, the reported inverted spiral array was confirmed through analysis. The loop catheter failed the returned product inspection due to the inverted spiral array, kinked pebax tube, and exposed electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.